Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the lack of cement on the implant was confirmed. The clinical/medical investigation concluded that, the reported ¿major knee effusion, lysis, poor rom and pain¿ may be consistent with the reported failure of the cement/implant interface; however, with the limited information provided the clinical root cause of the reported clinical reactions/ events cannot be confirmed. It cannot be concluded that the reported events/clinical reactions were associated with a mal performance of the implant or implant failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, patient condition, surgical technique used or user error. The contribution of the device to the reported event could be corroborated since a revision surgery was performed to exchange the implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a tkjr surgery had been performed on (B)(6) 2012, the patient reported an unknown problem. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the tibial baseplate, femoral component and the insert. Additionally was observed that there was no cement on the back of the implant, indicating that the product had failed had the cement/implant interface. The condition of the patient is unknown.